Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the image disappeared when at an angle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned this device for the evaluation of image issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the image disappeared when at an angle. This medwatch is being submitted for the reportable issue of no image at an angle that was observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.